Manufacturer narrative:
The product is not expected to be returned, however the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) reported on behalf of their customer that the y1301, y-knot flex anchor's inserter broke off into the patient on (B)(6) 2020 during an ankle procedure. During the procedure the surgeon went to suture the anterior talofibular ligament of the ankle, a pilot hole was opened at the distal fibula with a power-attached 1.3mm drill bit (y13d) and a y-knot flex 1.3mm anchor was inserted while tapping with a hammer. After 4 repetitions, the inserter handle was checked, and it was discovered that the shaft tip was broken in 2 of 4. Fluoroscopy revealed two small metallic debris of approximately 0.5×2mm retained in the body (within each pilot hole). The physician did not see any problem, and the wound remained closed. There was no reported delay of surgery and to date there is not reported issue with the patient. The procedure was completed as planned; recovery was completed as expected. This report is being raised based on patient injury, due to the metal fragments remaining in the patient's bone.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. A 2 year lot history review could not be conducted, as a lot number was not provided. A DHR review could not be conducted, as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following; exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. This issue will continue to be monitored through the complaint system to assure patient safety.